Event description:
The customer reported problems with the cine function. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the workstation hard drive. System operates as intended. (B)(4).